Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of nerve injury in a female patient, currently (B)(6), who received super poligrip original (formulation (B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. Approximately five years prior to reporting, the patient began using dentures. On unknown dates, she began using super poligrip and fixodent as denture adhesives. According to the claim, the patient "now suffers from profound and permanent neurological and other injuries attributable to her super poligrip use." According to the claim, the patient was "unable to perform her normal, customary and daily activities." At the time of reporting, the events were unresolved. Follow up information was received on (B)(4) 2011 via medical records (parts illegible). On (B)(6) 2010 and (B)(6) 2010, the patient complained of numbness/paresthesias in both feet that started three weeks ago ((B)(6) 2010). The patient was diagnosed with anemia in (B)(6) 2009 and received transfusions. The patient had hematologic work and was found to have iron deficiency, as well as copper and zinc increase. Assessment included peripheral neuropathy. The patient was taking copper supplementation and ferrous sulfate. On (B)(6) 2010, the patient was diagnosed with severe copper deficiency of unknown etiology. This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).